Manufacturer narrative:
Case considered closed on 28-apr-2015. Company causality comment: this non-medically confirmed solicited case report refers to a (B)(6) female consumer who had an essure (fallopian tube occlusion insert) inserted and experienced sickness (unspecified). Sickness was considered serious due to medical significance and unlisted in the reference safety information for essure. In this case, neither event start date nor consumer past medical history and concurrent conditions/medications were reported. Although this case was reported with limited information, a causal relationship between the event sickness and essure cannot be excluded. This case was upgraded to incident since a hysterectomy was performed. According to ptc results, there is no reason to suspect a causal relationship to a potential quality deficit based on the limited available information. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a solicited case report received from a consumer in united states on (B)(4) 2014 which refers to herself. She is a female consumer (B)(6) who was involved in a active online listening, (B)(4). (B)(4). No information given on consumer's history, past drugs, concurrent conditions and concomitant medication. On an unspecified date the consumer had essure (fallopian tube occlusion insert) inserted. Consumer reported that essure caused her hysterectomy due to all the sickness (unspecified). Events outcomes were not reported. Reporter causality: the relationship between hysterectomy and sickness and essure is related. Follow-up information received on 02-apr-2014: a picture of unspecified organ with essure was received from social media without further information. No diagnostic was provided. The reporter only stated that essure did that (picture) to patient's organs. Follow-up information received on 22-apr-2014: follow-up attempt will not be completed (due to lack of primary reporter contact information). Follow up information received on 27-aug-2014: consumer reported via social media that she had her 4th surgery due to effects of essure. She stated that even after removal essure caused more harm than good. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported adverse event is not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the limited available information. Follow up information received on 14-nov-2014: consumer reported via social media essure caused her hysterectomy at (B)(6) because its essure problems. No further information was provided. Follow up information received on 01-dec-2014 from consumer: no new relevant information for this case was provided. Follow-up received on 31-jan-2015: information received from consumer via social media states that hysterectomy helped but she was still suffering effects of essure after 9 months. Company causality comment: this non-medically confirmed solicited case report refers to a (B)(6) female consumer who had an essure (fallopian tube occlusion insert) inserted and experienced sickness (unspecified). Sickness was considered serious due to medical significance and unlisted in the reference safety information for essure. In this case, neither event start date nor consumer past medical history and concurrent conditions/medications were reported. Although this case was reported with limited information, a causal relationship between the event sickness and essure cannot be excluded. This case was upgraded to incident since a hysterectomy was performed. According to ptc results, nor batch number was reported, neither a complaint sample was provided, thus the technical assessment concluded an unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the limited available information. New ptc results is expected.